Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured date: between july 7, 2021 to july 9, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The medication dose was delivered to the patient 19 hours earlier than the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.